Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt¿s pulse wire being pulled from strain relief at the rear therapy electrode (te), causing the ecgs to be non-functional. The belt did not pass falloff testing. The root cause of the physical damage to the strained cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.